Event description:
It was reported that the right ventricular lead pacing impedance is rising. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the lead was not returned. However, performance data from the device was analyzed and revealed highright ventricular (rv) pacing impedance, rising rv trend pacing impedance and a lead impedance out-of-range alert. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was received, analyzed and no anomalies were found. It was noted that a visual summary analysis of the lead indicated apparent explant damage. A proximal portion was received measuring 11.5 cm. (B)(4).

Event description:
The rv lead was capped and replaced due to high impedance and a fractured pace/sense portion.